Manufacturer narrative:
The patient¿s date of birth was reported as an unreported date and month in 1977. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as an unspecified patient error. On the same day as the event onset, the patient was hospitalized for peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.